Event description:
It was reported that a spectrum pump experienced a delay in keypad response. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported delay in keypad response, caused by a failed processor printed circuit board. The failed processor printed circuit board was replaced.